Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. Noise was reproducible with arm movements. It was noted that noise was chronic. No intervention was performed. The patient was in stable condition and would continue to be monitored.